Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. There will return 1 actual products and 21 representative samples for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One open box with twenty-one representative unopened samples, one empty foil packet and one detached needle were returned for analysis. Product code vcp371h. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected in nineteen needles. On two needle-suture combinations and the detached needle the swage and attachment area did not meet expectations. Since the impact from the stake on one of the sides was unusual. The sutures were dispensed and examined along the strands and no anomalies were observed during evaluation. The suture that pertains the detached needle was not received. Functional test was performed using an instron equipment, and the pull force did not meet the minimum requirements in two samples. Further investigation of these samples revealed an improper swage. In the remains nineteen samples, the pull force meets the requirements. Based on the information currently available, an incorrect swage defect was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when was the needle pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient.